Event description:
A supplemental report is being submitted to advise FDA of results of agfa's investigation and our reporting of the medical device; report of correction, to the FDA, for the issue described in this event.

Manufacturer narrative:
Agfa initiated and reported a reportable correction to the FDA on (B)(4) 2013. Included in this correction is a review of the design control process with a target date of (B)(4) 2013. Agfa's recall number, rrc 13-003, has yet to be reviewed or classified by the FDA.

Event description:
On (B)(6) 2013, ocr service was installed for use at (B)(6) hospital. (B)(6) 2013, the customer pacs administrator, (B)(6) reported to agfa the numeric weight value was inserted into the height field within the pediatric echocardiography report module, and the weight field was blank (no numeric value). Agfa investigation revealed a design flaw within the computer programming. It was discovered to be affecting the screen reading of the height and weight numeric values and how those values appear within the pediatric echocardiography reporting module. Agfa confirmed the value for weight is inserted into the height field, while the weight field is then displayed as blank. Also affected is the body surface area (bsa) field calculation, which is based on these inaccurate weight and height fields. For corrective action, as an interim measure, agfa has instructed the customer to observe agfa's recommendation to disregard all imported height and weight measurements for all pediatric echocardiography exams and manually enter the correct values for those 2 specific measurements and then re-calculate the body surface area (bsa) for values. This customer is the only site using impax cv 7.8su3, specifically ocr service for pediatric measurement import. A software change is underway and is planned for implementation by (B)(4) 2013. No reports of patient harm were reported during this event. During the investigation it was discovered three (3) study dates were impacted and included nine (9) patient ID numbers. Agfa will submit a MDR to the FDA for each of the three (3) study dates and include the specific patient ID numbers referencing each study date. The MDR submission names for the entire event will include: 1225058-2013-00187 through 122058-2013-00189. This MDR includes: study date: (B)(6) 2013, patient ID number: (B)(6).